Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device manager and all the drawers had failed the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device manager and all the drawers have failed. The field service engineer (fse) performed a reset, but the issue persisted. Windows update was checked with no improvement. The back panel was opened and all connections were re-seated due to a hardware device manager initialization failure; after restarting, the system initialized correctly and functioned normally. The system functioned as intended after the field service engineer resolved the issue.